Event description:
The customer reported that the system would not product an x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable needed to be replaced. No additional information was provided.